Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen in clinic on (B)(6) 2022 and had high pulsatility index (pi) events and low flows. The patient was asymptomatic with mean arterial pressure (map) of 72 and responded to IV fluids with normalization of flows and pi. Hydration was encouraged. The patient began to have low flows and high pi events again on (B)(6) 2022. They remained asymptomatic and stated that they have been hydrating a lot. The event log captured low flow events on (B)(6) 2022 with flows as low as 2.1lpm. The cause of the low flows was likely right ventricle dysfunction, and it was being treated with better mean arterial pressure control and volume management with partial resolution. Additional information was received that the patient had rv dysfunction before lvad implant, but it was unknown if lvad related issues contributed to the dysfunction. Other than the low flows, the patient also experienced dizziness and was medically treated and was at home in stable condition.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the patient¿s submitted log files confirmed low flow alarms that the account attributed to the patient¿s right heart failure. A direct relationship between the device and the reported right heart failure could not be conclusively determined through this evaluation. The controller event log file contained events from (B)(6) 2020. The log file recorded multiple low flow alarms when the flow decreased below the low flow threshold for 10 seconds or longer. The pump appeared to operate as intended at the set speed for the duration of the log file. The patient remains ongoing on ventricular assist device (vad) support. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. This IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also discusses the potential development of right heart failure following implant and outlines the associated treatment options. Section 1 "introduction" explains that ventricular blood may flow either through the lvad or the aortic valve to reach the aorta, the proportion of which depends greatly upon the degree of the patient's cardiac function and the set speed of the lvad. The system monitor section describes the pump flow display (4-12 through 4-14) and the hazard alarms (4-18 and 4-26). This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow, such as hypertension. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). No further information was provided. The manufacturer is closing the file on this event.